Event description:
Reporter from the us reported heat with the device during surgery. It is known no pt/user injury occurred. It is unk if medical intervention had occurred. The occurrence date is unk. If any add'l info should become available, this notification will be updated accordingly.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).